Event description:
It was reported that this device was suspected to be exhibiting premature battery depletion behavior. A copy of device memory was saved and submitted to technical services (ts) for review. A ts consultant discussed, and confirmed that the power consumption has been increasing in a gradual fashion. Due to this anomaly, the ts consultant recommended replacement, or to have the battery status reevaluated in 90 days time. This device currently remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was suspected to be exhibiting premature battery depletion behavior. A copy of device memory was saved and submitted to technical services (ts) for review. A ts consultant discussed, and confirmed that the power consumption has been increasing in a gradual fashion. Due to this anomaly, the ts consultant recommended replacement, or to have the battery status reevaluated in 90 days time. This device currently remains implanted and in service. No adverse patient effects were reported. Additional information: the field representative provided additional information, indicating that the patient has a follow-up appointment scheduled in january. This device still remains implanted and in service. Should any further information become available, a supplemental report will be submitted.